Event description:
It was reported that pink particulate matter was observed inside the connector loop of an interlink administration set. This observation was made prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was completed to investigate the reported issue. Visual inspection did not identify any abnormalities that were related to the reported condition. Therefore, the reported issue could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.